Manufacturer narrative:
Unit was being tested in repair department and the cap overheated. We found that the cap was dented and stuck in the downward position. Cap and cartridge needed to be maintenance done on this handpiece.

Event description:
A customer reported that a stylus handpiece would not spin, with no indication of injury or intervention. Upon repair by our repair facility on (B)(4) 2015, it was reported that the stylus handpiece cap overheated while testing; no injury resulted and no intervention was required.